Manufacturer narrative:
Section a2, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided. Section d4 - serial number: unknown/ not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. No attempts could be made to obtain the missing information as the complaint came from a comment on a linkedin post. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was not informed about possible glare symptoms by her surgeon before the intraocular lens (iol) implantation surgery on her left eye. The glare affects her daily activities as she can no longer drive during the night. No further information was provided.